Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation (orif) for distal radius fracture with va-hand system. During drilling, the drill bit broke and a fragment generated. The fragment was removed and there were no other fragments left in the patient. The surgery was delayed by less than thirty (30) minutes. The surgeon commented that the drill might have interfered with a screw of a plate which was implanted in the palm side. Patient outcome is reported as stable. No further information is available. Concomitant devices reported: unknown screws: trauma (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 1.5 mm drill bit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the received drill bit shows that that approx. 10mm from the fluted tip section is broken off. The cutting edges at the tip slightly worn. On the flutes are residues like bone visible. The shaft and coupling are otherwise still in good condition. Dimensional inspection: the ø 1.5 mm close to the breakage of the drill bit got measured. Diameter: d = ø1.5 0/-0.03 mm. Caliper: 3-01-19788. Measured drill bit diameter = ø 1.49 mm.. Conclusion: the measuring result does show conformity. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 440b (1.4112) per iso7153-1 as required and the hardness was within the specification of 595 +80 hv10. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. A possible reason for the damage could be a metallic contact or with bone material blocked flutes. Therefore, we assume that this occurrence in combination with a mechanical overload situation has caused the breakage of the delicate 1.5mm drill bit. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention on page 4 in the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: unsterile-part. Part: 03.130.302. Lot: f-24074. Manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: 03. May 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.